Event description:
Plaintiff alleges developing a severe and disabling allergic reaction from her exposure to latex medical gloves and has impaired her and prevented her from engaging in her usual employment and has caused other losses, injuries, and damages. The losses, injuries and damages are permanent and continuing in nature.